Event description:
It was reported that the battery impedance triggered eri (elective replacement indicator). The patient was to be scheduled for device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 5086mri52c implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
This device was included in a field action, and product analysis found that the device did perform as described in the field action. Evaluation summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the battery impedance triggered eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.